Event description:
It was reported that the patient presented with a systemic infection. The implantable cardiac defibrillator, right ventricular lead and the right atrial lead were explanted. The patient was stable post procedure.

Manufacturer narrative:
Results code was missed in the previous report.

Manufacturer narrative:
Analysis was normal. No anomalies were found.